Event description:
The consumer reported receiving third degree burns to her arm from use of the heating pad. She stated she uses the heating pad for half the day with her arm resting on the pad and then when she goes to bed. The instructions for proper use state not to lean or lay against the heating pad or to use while sleeping.